Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the drill broke prior to making contact with the patient's bone. It is reported that when the electric drill was turned on, the drill bit broke. It is reported that another drill bit was used and the surgery was completed successfully. It is reported that there was not a delay more than thirty minutes. It is reported that there was no injury to the patient.